Manufacturer narrative:
The affected device was manufactured in june 2009 and ran over 44,917 operating hours. The logfiles were analyzed and the device checked on site in the course of investigation. According to the logfiles, the described reboot could be confirmed however it was not possible to determine the exact root cause. The logged error entry indicates an internal data inconsistency within processor communication. This deviation may be attributed to a faulty pcb controller or electromagnetic influence. Full device testing according to manufacturer specification did not reveal any hardware related error. The device behaved as specified to a detected internal failure. A warmstart was triggered in order to solve the issue. This condition is alarmed audibly and visually to inform the user about the status of the device. The emergency-breathing valve opens allowing spontaneous breathing. After approximately 12 seconds the savina continued ventilation with all previous settings.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during patient use, the system shut down. No injury reported.